Event description:
As reported by the user facility: nurse set pump to run prescribed therapy. Came back a while later and screen was blank, nothing had infused and pump was making a low humming sound and unable to turn on/off. MFR ref 9610825-2013-00142.